Event description:
This complaint is now reportable based on the analysis completed on 08/07/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the taxus express2 3.00x28 mm drug eluting stent would not cross the lesion. The lesion being treated was located in the right coronary artery (rca). The procedure was completed with another taxus express2 drug eluting stent. No patient complications were reported. Patient status reported as "satisfactory/good". However, the returned product confirmed stent damage.

Manufacturer narrative:
The root cause of the difficulties that was experienced by the physician during the use of this device cold not be identified. Device analysis can confirm that the proximal struts at the proximal section of the stent were twisted and pulled distally on the balloon. No other issues were noted with the remainder of the stent or with the actual delivery device. This type of damage to the stent is consistent with the stent getting caught on a foreign object during withdrawal. No other issues were noted with the device that could contribute to the complaint incident. No additional complaints have been received for this top assembly batch of devices. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications.